Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 30 mg/dl at the time of the event. The customer stated that she may have over bolused for lunch. The customer stated that she was menstruating and she tends to have low blood glucose during this time when she is more active than normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.